Manufacturer narrative:
Device passed the displacement test, self test and unexpected restart alarm test. No unexpected restart and alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump receives the multiple pump alarm. The customer¿s blood glucose level was unknown. The troubleshooting was performed and they were able to clear the alarm and complete the rewind. The customer received another alarm after the troubleshooting was performed. The device will be returned for the analysis.